Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does have possession of the device, it is lost. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.

Event description:
It was reported that possible insulation break caused the patient to lose ventricular capture when her arm and shoulder were in certain positions. The adaptor was removed and the device was changed out to a device that did not need an adaptor. It has been determined that the adaptor is lost, should the adaptor be found the event will be reopened. The device was actively implanted for approximately 1 year, 5 months.